Manufacturer narrative:
Correction: h6 - type of investigation, investigation findings, and investigation conclusions should have been "4114 - device not returned", "3221 - no findings available", and "4315 - cause not established", respectively.

Event description:
Related manufacturer reference number: 2017865-2021-26023. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited episodes of noise with noise reversion and the atrial lead exhibited noise oversensing. No intervention was performed and the patient experienced no consequences.